Event description:
Boston scientific crm received information that pacing impedance measurements of this this right ventricular defibrillation lead had decreased from 735 ohms to less than 200 ohms. Insulation damage was suspected on the rate sense portion of this lead, however, these obsevations did not affect device therapy at that time. No adverse patient effects were observed. Approximately one month later, device changeout was performed and an attempt was made to replace only the rate/sense portion of this lead. During induction testing, a shorted lead condition fault code was observed. The patient was successfully externally defibrillated and no additional adverse patient effects were reported. A second device was attempted and the same clinical observations recurred.

Manufacturer narrative:
As a result, this chronic lead was surgically abandoned and will not be returned for analysis. The newly replaced rate/sense lead was removed and a new right ventricular defibrillation lead was implanted along with a new device. Defibrillation threshold testing yeilded measurements within normal limits. At this time, no additional information is available. If additional information becomes available, this report will be updated.